Manufacturer narrative:
The returned device was evaluated. The device passed visual testing. The unit was able to power on via ac power, but was unable to power on via battery power. The device's front and side panel speakers were unable to provide an audible alarm. Both speakers were tested in another rad-8 device and were found to be functional. Further analysis of the involved unit isolated the failure to two components of the system board speaker drivers (u42 and u15). A service history review record reveals this unit has been in the field for over one (1) year with no previous reported issues related to this reported event.

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device does not have sound. No patient impact or consequences were reported.